Event description:
It has been reported that during a routine check the cardiosave intra-aortic balloon pump (iabp) had the left side of the touchscreen that was unresponsive. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full name of the initial reporter is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Aware date updated to 12/15/2021.

Manufacturer narrative:
Updated data: b4, e2, e3, g2, g3, g6, h2, h10.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "left side of the touchscreen being unresponsive". The fse performed the touchscreen calibration in which resulted satisfactory, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.